Manufacturer narrative:
Patient information is unknown. Unknown date in 2017. The device has not been reported as explanted. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: the devices were used in surgery for femur subtrochanteric fracture on (B)(6) 2017. While pushing bone fragments with a guide wire sleeve, the surgeon inserted the trochanteric fixation nail advanced (tfn-a) blade. Next, the surgeon applied static locking system with a torque limiting attachment (tla), and completed the surgery. Two weeks after the surgery, the patient started weight-bearing rehabilitation. It was reported post-operatively it was noted that the blade had slid largely off the originally implanted position. Concomitant device: torque limit attachment (part/lot unknown, quantity 1); tfna femoral nail (part 04.037.044s, lot 9957713, quantity 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Corrected data: expiration date and UDI number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Part 04.038.290s, lot h287657: place of manufacture: (B)(4). Date of manufacture: march 06, 2017. Expiration date: february 01, 2027. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of tfna helical blade 90mm sterile product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.